Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with amikacin injection (125mg, per day, for 15 days) and meropenem injection (1gm, everyday, for 15 days) for peritonitis. It was not reported if the patient was hospitalized for the event. Eighteen days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.